Event description:
The 5mm ethicon clip applier x 3 would not fire, and would not hold tissue. Scrub tech stated the clips looked deformed. The 10mm ethicon clip applier was then opened and would not fire. A 2nd ethicon 10mm clip applier opened and not used. Mechanical clip appliers were segregated and cleaned by sterile processing department. Items are a one-time use only, supply which come sterile. Ethicon rep came in and noted sizes and types of items. Rep. Stated he would follow up with surgeon. Clips discarded and are not available for return. No identifiers available. Information was given directly to rep. By the operating room (or) staff.